Event description:
A us distributor reported that a monitor had bent guide pins.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent monitor pins) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor had one bent guide pin. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged monitor.